Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg displayed the replacement indicator earlier than intended. The patient still has therapy. It is unknown if the battery depleted prematurely. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.